Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set came apart at the y-site (clearlink) resulting in a leak. This was observed when the nurse went to disconnect the tubing from the patient to move the tubing. The patient had a heparin drip infusing at the time of the event. There was no signs of leakage prior to disconnection of the tubing. A new bag and tubing was attached to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.